Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06385. It was reported that the burr became stuck on the wire. The target lesion was located in a severely calcified artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During procedure, when the burr was advanced into the target lesion, resistance was felt as it was unable to advance in the guiding catheter. It was also further noted that the burr became stuck with the rotawire and both burr and wire were removed together from the patient's body; wire was noted to be kinked upon removal. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The rotawire was visually inspected and a couple of kinks, one at its proximal section approximately 3cm from its proximal end and another on the body of the device, approximately 178cm from its proximal end. The distal tip also presents a kink. Dimensional inspection of the overall length, outer diameter (od) of the distal tip, od of middle of the device and od of proximal section were performed and were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06385. It was reported that the burr became stuck on the wire. The target lesion was located in a severely calcified artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During procedure, when the burr was advanced into the target lesion, resistance was felt as it was unable to advance in the guiding catheter. It was also further noted that the burr became stuck with the rotawire and both burr and wire were removed together from the patient's body; wire was noted to be kinked upon removal. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.